Manufacturer narrative:
Concomitant medical products: product ID: st. Jude ICD, implanted: (B)(6) 2017; product ID: st. Jude lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced noise. A lead fracture was suspected. The lead was programmed off and currently remains implanted and out of service. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.